Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection showed the device was in good condition. Functional and occlusion tests were performed, and the device passed. The customer's reported issue could not be duplicated. The downstream occlusion sensor was fully functional which meant the cassette was detected. The pump was tested and was found to be functioning properly and delivering within specification. The cause of the issue was determined to be a user related issue. No further action was taken.

Event description:
It was reported that the device ¿does not recognize the cassette + occlusion¿. There was unknown patient involvement.